Event description:
It was reported that on (B)(6) 2015, 1 implant and 2 screws(12mm inserted c6, 10mm inserted c7) were implanted for cervical cord disorder. During a follow up on (B)(6) 2015, c7 screw was found to be backed out(about 1mm) . Therefore, the surgeon was monitoring the patient. On (B)(6) 2016, c7 screw back-out(more 5mm) was noticed. Therefore, the surgeon is planning the removing surgery on (B)(6) 2016.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; the cage deformation due to the threading of the screw implies that the 10mm screw was not protruded enough to purchase into the bone properly. Improper seating of the screw or improper angulation may likely have caused the insufficient amount of screw purchase in the bone, which led to the cage deformation as well as screw migration over the time.

Event description:
It was reported that on (B)(6) 2015, 1 implant and 2 screws(12mm inserted c6, 10mm inserted c7) were implanted for cervical cord disorder. During a follow up on (B)(6) 2015, c7 screw was found to be backed out(about 1mm) . Therefore, the surgeon was monitoring the patient. On (B)(6) 2016, c7 screw back-out(more 5mm) was noticed. Therefore, the surgeon is planning the removing surgery on (B)(6) 2016.